Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy asr hip implant. Patient began suffering from discomfort and pain in his hip. The pain interfered with his normal daily activities and affected his gait. Patient intends to undergo revision surgery. Update- (B)(6) 2012 records for state court plaintiffs received (B)(6) 2012. Changed unk asr hip to asr cup & added femoral head. There was no new information received that would impact the outcome of the investigation. (Left side). Update - (B)(6) 2013 litigation papers received. There is no new additional information that would affect the investigation.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.